Manufacturer narrative:
The customer reported the order of the battery and additional delay. After that multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened and re-evaluated accordingly.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
It was reported to philips that the device had a backup battery failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.